Manufacturer narrative:
The device was returned and an evaluation is complete. The sample was received with an opened pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Visual inspection identified loose particulate matter (hair) inside of the cassette. The cassette was also functionally tested which included leak testing, clear passage test, clamp function test and device-device interaction testing. The cassette was determined to not meet product specifications for an unrelated issue due to indentation in the cassette sheeting. The cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette particulate matter was found inside the fluid path. There was no patient involvement. No additional information is available.